Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that after 29 months of implantation, a battery warning appeared during the interrogation. The interrogation was completed without any problems. No adverse patient side effects were reported. The event date was not provided.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The pacemaker was interrogated and the devices memory content was inspected. The inspection revealed that the battery voltage decreased faster than expected leading to the clinical observation while the current consumption was found to be normal. However, the battery status was still 85 percent. At a next step the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. During subsequent analysis the pacemaker was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any abnormality. At a next step the battery was sent to the manufacturer for analysis. The battery was subjected to a visual and an electrical inspection, including x-ray as well as microcalorimetry analysis confirming a sufficiently charged battery. The destructive analysis, however, revealed signs of an intermittent internal short circuit within the battery which might have contributed to an increased internal self-depletion and thereby to the clinical observation.